Event description:
Surgeon found that one year post-op he can see the cartilage layer but the hole shows no bony in-growth. He did a revision and there was an amorphous tissue visible.

Manufacturer narrative:
(B)(4) gbu was notified of the incident in (B)(4) 2009 however the information was not forwarded to gbu (B)(4) quality until (B)(4) 2010.(B)(4)